Event description:
It was reported that the right ventricular (rv) lead displayed a seemingly one-time low impedance measurement. No significant changes in impedance or any lead alerts were observed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5554 implantable pacing lead (B)(6) 2012. (B)(4).